Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that blood could not be drawn back and the intra-aortic balloon (iab) could not be flushed after insertion. The iab was removed and another balloon was used. Case was delayed approximately 15 minutes. The patient was not injured or harmed.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter. One kink was found on the outer catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that blood could not be drawn back and the intra-aortic balloon (iab) could not be flushed after insertion. The iab was removed and another balloon was used. Case was delayed approximately 15 minutes. The patient was not injured or harmed.